Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A pharmacy student reported that a knife did cut not during surgery. An alternate knife was obtained in order to continue the procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
As no sample has been returned for evaluation, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates that this is the second complaint for the reported issue associated with the reported lot number. As no sample was returned and the device history record review of the provided lot number indicates that the product was released according to acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull blades, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).